Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection and sepsis. The patient was reported to have s. Aureus bacteremia and lead vegetations. No additional adverse patient effects were reported.